Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in a tortuous rca, the quantum maverick monorail balloon was inflated to 20 atm's, but the physician felt that it was not inflated sufficiently. A guidant inflation device was also used in this case, but the type and size of introducer sheath, guidewire, and guide catheter are unknown. The procedure was successfully completed. Pt status is reported as 'good'.